Event description:
It was reported to boston scientific corporation that a sensation medium oval flexible snare was used during an unknown procedure performed on an unknown date. During the procedure and inside the patient, they are having problems using cautery with the device. The device was tearing the tissue when used. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2022 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.